Event description:
When the instrument was applied it did not staple. As a result there was blood loss a resection and suturing with thread. It is unclear how much blood was lot, however, the surgeon states it was not significant enough to require a transfusion.